Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation noted that the right atrial (ra) lead exhibited decreased p-waves sensing resulting in undersensing, which was visible on the electrograms (egms). Chest x-ray confirmed that the ra lead was microdislodged. Programming change to vdd mode was done; the ra lead was subsequently explanted and replaced. The patient was discharged following the procedure.